Event description:
New information states that programming changes were made and no further oversensing episodes have occurred since then. The patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic and did not receive inappropriate therapy during the oversensing. Programing changes were made. No further information was provided.

Event description:
New information states that a recurrent event of post-paced t-wave oversensing was observed trough remote transmission. Programming changes and induction test were recommended but not performed. Patient has not been seen in clinic. No further information was provided.